Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system for ongoing false low na results. The fse inspected the analyzer and confirmed that the sodium (na) calibration sample reference adc (analog to digital converter) values for level reading -6050. The fse determined the carbon bridge was defective. The fse replaced the carbon bridge to resolve the issue. The fse performed system verification successfully. No further issues were noted. The system returned to normal operation. Section h6: component code 4756 is used for the carbon bridge. The beckman coulter identifier is (B)(4). Refer to beckman coulter identifier is (B)(4) for erroneous results with occurrence date on (B)(6) 2025.

Event description:
The customer reported that false low sodium (na) patient results with low anion gap were generated involving their the unicel dxc 600i synchron access clinical system. The customer reported that on (B)(6) 2025 thirty-eight (38) false low na patient results were generated. Customer indicated false results started since on (B)(6) 2025. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics. Note: this MDR will address erroneous results that occurred on (B)(6) 2025.